Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was a crack in the cylinder connecting tube. The pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). Upon receipt at the quality assurance laboratory, the returned ms pump underwent a comprehensive evaluation. The ms pump passed microscope inspection, and no damage or abnormalities were found. It also passed the leak test; however, the ms pump failed activation test 3 during functional testing. The cylinders were not available for analysis; therefore, no physical analysis of the cylinders could be performed. The reported device performance allegation of mechanical issue and hole/perforation cannot be confirmed. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment, concluding manufacturing was not related to the reported event. Based on the information available, the cause contributing to the reported allegations cannot be determined.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was a crack in the cylinder connecting tube. The pump was explanted and replaced. There were no patient complications.